Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported after the use of an all suture iconix anchor an MRI scan indicated a metal like substance in the anchor space.

Manufacturer narrative:
Gtin: (B)(4). The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: signal came up on the MRI scan indicating a metal like substance in the anchor space probable root cause: design - guide mouth or shaft too weak. Guide shaft material weak. Guide windows too large. Process - guide manufactured out of specification. Application - excessive force on guide.

Event description:
It was reported after the use of an all suture iconix anchor an MRI scan indicated a metal like substance in the anchor space.